Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of device memory noted no resets, errors or fault codes. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device was received at boston scientific's return products department and is undergoing laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services in late-(B)(6) 2017. The local representative reported that this patient had received multiple shocks on (B)(6) 2017 and wanted to review the episodes in latitude. The episodes were reviewed by the technical service's consultant and showed spontaneous monomorphic ventricular tachycardia (vt) around 160 bpm which was eventually oversensed and treated with shock therapy. The vt was terminated. The recorded shock impedances were in the 50-60 ohm range. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a single chamber implantable cardioverter defibrillator (ICD) system. Boston scientific received additional information from the local representative that there were no patient adverse effects and the device will be returned to boston scientific.